Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.